Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he customer had low blood glucose of 44 mg/dl the day prior to the phone call which was treated with food. At the time of the phone call it was 263 mg/dl. The customer stated that the low blood glucose incidents have been happening quite often. The customer was not accepted as an inpatient for medical treatment. The drive support cap was recessed. The settings are programmed correctly. The reservoir is showing the same amount of insulin as the status screen of the device. The customer stated that she has noticed high blood glucose at nights when she is taking aleve, because she is going through menopause. The device was not exposed to a strong magnetic field or MRI. The displacement test passed. Nothing further was reported.